Manufacturer narrative:
As of 12/10/2018 aso performed testing on returned product and reviewed records of biocompatibility studies.

Event description:
The initial report on (B)(6) 2018 consumer informed that product pulled off her intact skin. She used the product to help keep her wound closed after surgery. The completed customer information request (cir) was received on (B)(6) 2018. Consumer stated that she required medical attention and that the symptoms did not correct after she stopped using the product. Consumer informed that she has a permanent scar.